Manufacturer narrative:
The reported high impedance measurement was confirmed via bench testing. The root cause of the high impedance was a fractured rv header wire connection.

Event description:
It was reported that the device was reporting high pacing impedance values and no ventricular capture. The leads were connected to an analyzer and new device and the measurements were within the normal range. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.